Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/17/2018 that on (B)(6) 2018, an unexpected g5 mobile application shut-off occurred. Data was provided for evaluation. The reported event of an unexpected g5 mobile application shut-off was not confirmed via data. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: it was reported that an unexpected cgm app shut-off alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.